Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Could not duplicate "force sensor background test" during power-on self-test. Error history log review found a force sensor background test. The root cause of the reported issue was unable to determine. Actions were taken to mitigate the reported issue: replaced force sensor for preventative.

Event description:
It was reported that the pump had a force sensor failure background test. No patient injury was reported.